Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 9, 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician found a lack of energy during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: the returned beam source was analyzed, and a visual evaluation noted that it was returned with serial number labels that are clean and legible. The warranty sticker was intact. One of the water fittings was snapped off from the beam source frame. The screws, bearings, and pins were in place. No grey lines were noted on the reflector. The o-ring was intact. The glass divider was clean and in good physical condition. The flash lamp was in good physical condition. There was slight clouding on one side observed. No physical damage was noted to laser rod. There was no damage to the mirrors/lens. No other problems with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that one of the water fittings was snapped off from the beam source frame. There was no other physical damage found with the beam source. If this was the cause of the complaint, then the laser console would have been flooded and blown circuit breakers. Based on the water fitting damage and age of the beam source, suggest it was one of the repair parts sent to the fse. It can't be confirmed as two-beam sources were sent, but no serial numbers were recorded. Nor could it be determined what caused the water fitting to snap off. Thus it could not be determined what caused the reported complaint. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on december 9, 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the physician found a lack of energy during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on december 9, 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician found a lack of energy during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction block d4: model number corrected.